Manufacturer narrative:
As reported, a crack in the hub of a 6f 100 cm judkins left 3.5 (jl3.5) vista brite tip guiding catheter was found by the doctor and could not be used for a percutaneous coronary intervention (pci) procedure. The issue occurred during the preparation step. Another vista brite tip catheter was used to complete the procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). No device damage was noticed prior to opening the package. The device was prepped per IFU instructions, and there was no difficulty removing it from the sterile packaging. The device was pulled from the packaging by the hub and was not torqued or ¿steered¿ by the hub. A non-sterile catheter ¿6f .070 jl3.5 100cm¿ was received coiled inside of a clear plastic bag. The part was unpacked to proceed with the product evaluation. The unit was inspected thoroughly focusing in the luer hub, observing a crack line. No other outstanding details were observed. The luer hub was connected to a syringe to apply torquing tension, revealing a cracked condition. An aspiration test was performed on the unit. After flushing, with the syringe connected to the hub, a leak was observed through the hub. Aspiration was then conducted, during which air was indeed drawn into the syringe, most likely due to air entering through the crack that was found. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on hub presented evidence fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. The complaint reported by the customer as ¿luer hub~cracked¿ was confirmed. The returned unit present a cracked condition on the luer hub. Exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the crack that occurred. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, a crack in the hub of a 6f 100 cm judkins left 3.5 (jl3.5) vista brite tip guiding catheter was found by the doctor and could not be used for a percutaneous coronary intervention (pci) procedure. The issue occurred during the preparation step. Another vista brite tip catheter was used to complete the procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). No device damage was noticed prior to opening the package. The device was prepped per IFU instructions, and there was no difficulty removing it from the sterile packaging. The device was pulled from the packaging by the hub and was not torqued or ¿steered¿ by the hub. The device is in transit.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was received for evaluation.